Event description:
It was reported that a coil break occurred. An embold packing 45 was selected for an embolization procedure in the portal vein. During the procedure, the coil did not detach correctly and broke off in the catheter. The coil was removed from the catheter. There were no patient complications.